Event description:
It was reported that this device was implanted nine days after the packaging expiration date. Device remains in use. No patient complications were noted as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.